Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: palacos bone cement catalog # 00-1112-140-01 lot # 69404225, palacos bone cement catalog # 00-1112-140-01 lot # 69404225, zimmer nexgen all poly patella size 35mm catalog # 00-5972-065-35 lot # 61483613, zimmer nexgen precoat stemmed tibia size 6 catalog # 00-5980-047-02 lot # 61422050, zimmer nexgen offset stem extension 12mm catalog # 00-5988-020-12 lot # 61242661, zimmer nexgen offset stem extension 15mm catalog # 00-5988-020-15 lot # 61350683, zimmer nexgen lcck option femoral size g left catalog # 00-5994-017-91 lot # 61389780.

Event description:
It was reported that a patient had a revision procedure of the polyethylene insert due to pain and infection. No additional patient concrescences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the patient's infection occured greater than a year post op and the patient had pre-existing conditions causing the infection. The initial report was made in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.